Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tip of the bd emerald¿ syringe snapped off in the bio connector that was on the patient's tpn line. The bio connector had to be replaced. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
"It was reported that the tip of the bd emerald¿ syringe snapped off in the bio connector that was on the patient's tpn line. The bio connector had to be replaced. There was no report of exposure, injury, or medical intervention."

Manufacturer narrative:
Investigation summary: based on the photo provided we were able to verify the reported issue of a broken tip. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. Bd performs thorough inspections in order to reduce any type of defects with our product. There are two detection systems that have been implemented to aid in our inspections, the first being in the assembly machine. In this station the syringe is allocated vertically, tip is clogged, and the plunger is pushed. If there is no loss of air in the syringe, that means that is no leak and the syringe is good. If the tip of the syringe is broken in that station, the machine would reject it automatically. Next within the primary packaging machine, inside the syringe feeder the syringes are allocated with a sensor that detects the absence of a tip and stops automatically if detected. Given the available information, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel. If there was a minor defect that was not detectable in our inspection process, the tip could break as a result of both the minor defect along with the force used to engage the product. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: minor damaged in the barrel which produced breakage of the tip during handling of the product in the manufacturing process.

Event description:
It was reported that the tip of the bd emerald¿ syringe snapped off in the bio connector that was on the patient's tpn line. The bio connector had to be replaced. There was no report of exposure, injury, or medical intervention.